Event description:
Caller states pt reportedly received results of 123 mg/dl on inform system 1, 278 mg/dl on inform system 2, and 300 mg/dl on inform system 3. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 3 (lot number 550604, expiration date 07/31/2009). Reference medwatch report with a1 pt for the suspect device used in system 1, and for the suspect device used in system 2.